Event description:
An error message was reported with the adc device. Customer received an error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and seizure and was unable to self-treat, requiring paramedic treatment of unspecified medication. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating a normal termination). Observed broken snaps and damaged sensor ear upon visual inspection of sensor plug assembly. An extended investigation has also been conducted. An inspection on sensor plug was performed and determined that broken side snaps cause poor connection between the rubber contacts and printed circuit board (pcb), which may cause the sensor plug to be unable to form a proper seal. Therefore, this issue is confirmed to broken snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and seizure and was unable to self-treat, requiring paramedic treatment of unspecified medication. No further details were provided. There was no report of death or permanent impairment associated with this event.